Event description:
Per hospital staff, the spring inside the cpc connector on the red cannula was dislodged and horizontal instead of vertical, preventing the silver button to be pressed upon changing the patient from the freedom driver to the c2 driver. Cpc connector had to be replaced. No adverse impact to patient reported.